Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically citing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions for a complete pump reset and guided them through the process. After the reset, the error code did not reappear. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.